Manufacturer narrative:
A ge representative evaluated the system and cleaned and regreased the high voltage connectors and performed a filament calibration. System operates as intended.

Event description:
The customer reported, the system would not display an image and displayed an ma sensor error. No patient injury was reported.